Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for another indication and surgery. While hospitalized, (after surgery) the patient experienced peritonitis. Treatment for the peritonitis was not reported. On an unreported date, the patient experienced sepsis. Treatment for the sepsis was not reported. It was reported the patient passed away. The cause of death was not reported; however it was reported that "peritonitis and sepsis were occurred and the patient died". It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.